Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4470 competitor lead implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that during a follow up visit the implantable cardioverter defibrillator (ICD) encountered elevated short interval counts (sic), and double counted premature ventricular contractions (pvc) via programmer interrogation. The ICD settings were reprogrammed and the device remained in use. However, approximately seven days later the sic counter continued to rise. Again, the ICD sett ings were reprogrammed and the device remains in use. No patient complications have been reported as a result of this event.